Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead and right atrial (ra) lead exhibited oversensing with increasing sensing integrity counter (sic). It was also reported that the implantable pulse generator (ipg) exhibited a sensing problem with increasing sensing integrity counter (sic) observed as well. It was noted that there was a small r-wave. Diagnostic testing/troubleshooting performed and the ipg system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.